Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided picture identified the tip of the device has completely fractured off. The device was covered in bio-debris. No further evaluation could be performed from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided picture of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while drilling, the flexible drill broke off at the head. The procedure was completed with a backup. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.